Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to low blood glucose. Caller reported that customer delivered a bolus and needed assistance with bolus history to confirm delivery. Customer's blood glucose was 37 mg/dl and it was not certain if customer delivered to much insulin. Caller received assistance. Caller was advised to have customer call back for more hospitalization information.